Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok, up arrow, and down arrow keypad buttons were under-responsive, and that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: the keypad rubber was undamaged; the pump powered on with audible and vibration alert, but the display was blank. The buttons responsiveness was unable to be fully tested due to the blank screen failure. The keypad was removed and there was no contamination found the button contacts. The pump¿s case was cracked between the display lens and case seal; the pump failed the leak test due to the cracked case. The pump was opened and moisture corrosion was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.